Event description:
Ventilator stopped delivering volume to pt in synchronized intermittent mandatory ventilation pressure control mode. Patient was taken off ventilator and bagged. There was no pt injury.